Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 68 mg/dl; however, the cause was due to just waking up. Customer stated bg level was not related to malfunction. Customer addressed bg level by eating breakfast. Reportedly, the customer will continue to use the pump for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 68 mg/dl. Customer stated bg level was not related to malfunction; however, the customer did not know the cause of the low bg. Customer addressed bg level by eating breakfast. Reportedly, the customer will continue to use the pump for insulin therapy.